Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported inability to communicate with the ipg with external devices was confirmed. Analysis of the returned ipg found when received that the battery was depleted. The device had a crc error and the ipg logs were not able to be retrieved; however, using uep the daily battery log showed that the device went into service app (B)(6) 2021. Per the event details, the patient reported undergoing several rounds of rfa without placing the device in surgery mode. This communication issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. When the device enters the service application state as a result of exposure to high energy and does not exit correctly, there is potential for corruption and crc failure. The clinician programmer will be unable to communicate with the ipg when this occurs. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neurostimulation system." As a result of this finding, actions have been taken to prevent reoccurrence."